Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device would beep, all of the leds and power led were illuminated and the display was blank. As a result, defibrillation may not be possible, if were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device would beep, all of the leds and power led were illuminated and the display was blank. As a result, defibrillation may not be possible, if were necessary. There was no patient use associated with the reported issue.

Manufacturer narrative:
Patient identifier, of the initial medwatch report indicated: blank . Patient identifier, of the initial medwatch report should have indicated: ni. Gender, of the initial medwatch report indicated: blank. Gender, of the initial medwatch report should have indicated: f. Weight, of the initial medwatch report indicated: blank. Weight, of the initial medwatch report should have indicated: (B)(6). Weight units, of the initial medwatch report indicated: blank. Weight units, of the initial medwatch report should have indicated: pounds. Event description, of the initial medwatch report indicated: the customer contacted physio-control to report that when attempting to power on their device, the device would beep, all of the leds and power led were illuminated and the display was blank. As a result, defibrillation may not be possible, if were necessary. There was no patient use associated with the reported issue. Event description, of the initial medwatch report should have indicated: the customer contacted physio-control to report that when attempting to power on their device, the device would beep, all of the leds and power led were illuminated and the display was blank. As a result, defibrillation may not be possible, if were necessary. There was patient use associated with the reported event. The customer advised that the patient, a female in her mid-70¿s, had a prior history of heart issues and was having chest pains on the day of the event. The customer further advised that a backup device was available and that there were no adverse effects to the patient as a result of the reported issue. (B)(4). New information for supplemental medwatch: physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the device would beep, all of the leds and power led were illuminated and the display was blank. As a result, defibrillation may not be possible, if were necessary. There was no patient use associated with the reported issue.